Manufacturer narrative:
Super poligrip original is mfg in (B)(4) and the product was not available. (B)(4).

Event description:
This case was reported by a consumer and described the occurrence of anemia in a (B)(6) male pt who received super poligrip original (B)(4) denture adhesive cream as a denture adhesive. A physician or other health care professional has not verified this report. Over 15 yrs prior to reporting, the pt began using super poligrip original once a day on his bottom denture. In the end of (B)(6) 2009, the pt experienced an elevated temp of 105 degrees fahrenheit. He took an unspecified medication for this and went to bed. The following day, the pt was "feeling out of it," further described as being non-responsive. He was taken to the hosp via ambulance and stated that blood work determined that he had a low blood count, low oxygen level, pneumonia, and anemia. The pt was treated with warfarin sodium (coumadin, prednisone, cyanocobalamin (b12) and three units of blood. He was hospitalized for eight days and continued on a tapering prednisone dosage at the time of reporting. Use of super poligrip original continued. At the time of reporting, the pneumonia, non-responsiveness, and the elevated temperature were resolved. The blood count remained low, and the outcome of the other events was unk.